Manufacturer narrative:
Suspect medical device changed serial number from (B)(4) to (B)(4). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the balloon part did not come out of the sheath. A new balloon was used and passed without problems. There was no reported injury to the patient.

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the balloon part did not come out of the sheath. A new balloon was used and passed without problems. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: date of report, concomitant medical products, date received by MFR, type of report, follow up type, device evaluated by MFR, evaluation codes, additional narrative. Corrected - "adverse event/product problem" changed to product problem. Initial reporter occupation- "occupation" changed from 'other' to 'n/a.' The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the balloon part did not come out of the sheath. A new balloon was used and passed without problems. There was no reported injury to the patient.